Event description:
Pt was revised to address poly wear and dislocation. Doi: 2000 - dor: 2009 (left side).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible, as the product and lot code required was unavailable. The investigation could not draw any conclusion regarding the reported event with the info available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated.